Event description:
Reporter claims the end user was driving the p300 when the front fork broke and as a result, was thrown from the chair. This occurred as user attempted to cross the street going down the curb cut, the front wheel hit the street and the fork broke at the stem bolt. The cars stopped and an ambulance was called. User was okay so ambulance transported user home. Once at home user began feeling discomfort in the chest and called spouse who is a nurse. Spouse came home and took user to hosp where user was x-rayed and had a broken collar bone. User's arm was placed in a sling and was going for a check-up on 03/09/2000.